Event description:
The patient's father called to report his daughter's carbohydrate intake and insulin history for (B)(6) 2013 is as follows: time: 4:41am, bolus(u): 3.8; time: 6:00am, bolus(u): 1.5; time: 6:43am, cho(g): 25, bolus(u): 5.0; time: 12:38pm, cho(g): 15, bolus(u): 3.0. She was admitted to the emergency room on (B)(6) (no treatment or blood glucose results were reported.) He did mention that he wasn't sure the device settings were correct. This pod was also worn a few extra days and upon removal he noticed the cannula was yellow. The patient's father did not respond to messages left attempting to collect additional information.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported emergency room visit. No product lot number was reported; therefore, no qualification records were reviewed. The omnipod's user guide warns "if you are unable to use the system according to instructions, you may be putting your health and safety at risk. Talk with your healthcare provider if you have questions or concerns about using the system properly." It advises to "you can avoid most risks related to using the omnipod system by practicing proper techniques and by acting promptly at the first sign of trouble. You can avoid potential problems by knowing the signs of hypoglycemia (low blood glucose), hyperglycemia (high blood glucose), and diabetic ketoacidosis (dka). The easiest and most reliable way to avoid these conditions is to check your blood glucose often," "check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)," and "replace the pod at least once every 48-72 hours (2-3 days)."